Event description:
It was reported that a patient had to be taken back into the operating room when it was discovered postoperatively that a proximal locking screw was not properly aligned through the hole in the nail. The original procedure to repair a tibial fracture with a trochanteric fixation nail (tfn) was completed on (B)(6) 2015; approximately 7 hours later the misaligned screw was removed and a new screw was implanted through the nail. Reporter stated that this may have been caused by a misalignment issue with the insertion handle, the aiming arm and the nail. The procedure was completed successfully. It was confirmed that procedure to repair for tibial fracture was titanium cannulated tibial nail. Revision surgery was successfully completed and patient status/outcome was good. No surgical delay during both surgeries. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.